Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use states to unlock the clip when attempting to raise/lower the grippers. The reported gripper actuation issue appears to be related to user error. All available information was investigated and the reported gripper actuation issue appears to be related to user error. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for gripper actuation issue during device preparation. It was reported that during preparation of a mitraclip clip delivery system, one of the grippers would not move, while the other stayed fully raised. Reportedly, the clip was locked when an attempt was made to lower/raise the grippers. The clip was not used. There was no patient involvement. There was no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.